Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The nozzle units in the air gas module and the o2 gas module was found defective and was replaced. No logs were provided and the replaced nozzle units was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).